Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral procedure, the tip of the viperwire separated. The target lesion located in the superficial femoral artery (sfa) was diffusely diseased and heavily calcified. When crossing the lesion with the viperwire, the tip of the viperwire separated. The viperwire was removed from the patient, and the tip remained in the vessel. The vessel was re-wired, and treatment with a diamondback peripheral orbital atherectomy device (oad) was successfully performed in the sfa to just proximal to the fractured guide wire spring tip. Balloon angioplasty was then done with a 5.0mm x 100 balloon. Due to sheath and groin access issues not related to csi devices, no addition treatment was done, and the guide wire fragment remained in the patient.